Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient who underwent a breast reconstruction primary with 475cc mentor smooth round spectrum saline breast implant has experienced postoperative right-sided deflation of implant. Patient reported noticing the change in size and leaking, and getting a sharp pain on the right side during movement. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 30-jun-2020, mentor became aware that the patient did not experience right-sided implant deflation, and the patient underwent explantation and replacement with 525cc smooth mentor memorygel breast implant, catalog#: 3505251bc, left serial#: (B)(6) and right serial#: (B)(6) on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06-apr-2020, mentor received additional information that the patient is scheduled to undergo explantation on (B)(6) 2020. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation, breast pain. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
After secondary review of the file, entry field h6-conclusion codes has been updated with 4315 (cause not established). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 01-apr-2020, a manufacturing record evaluation (mre) was completed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor received additional event information that the implant is deflated and has been discarded. Since the complaint device has been discarded, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).